Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a low plasticizer administration set leaked. Nine hours and thirty minutes into a patient infusion with an unspecified amount of blinatumomab, a leak was observed between the IV spike (baxter IV set) and a non-baxter solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.